Event description:
It was reported that the device illuminated the service indication and logged several event codes in the memory. Physio-control evaluated the device and verified the reported problem. Furthermore, physio's investigation found a malfunction that would prevent defibrillation therapy delivery. There was no report of patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed biphasic pcb assembly and determined the cause of failure to be two shorted and burned capacitors, designator c25 and c51.